Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number the reported device was returned for investigation attached to a partial bridge. Visual inspection of the as returned product identified no signs of fracture about the implant body or the attached components. It is not known if the bridge is a cantilever or part of a larger set of components. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth # 13 and used for approximately 2 months prior to removal. The reported event could not be recreated due to the nature of the dental device fracture. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. No injury to patient was indicated. Patient will return for additional visits. The reported complaint could not be confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI , h3: device evaluated by manufacturer: change ¿no' to 'yes' , h4: device manufacture date , h6: evaluation codes.